Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump drive support cap was flush. The customer¿s blood glucose level unknown at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.